Event description:
Information received from the field notes that during a trans-telephonic monitor check, the patient's sinus rhythm was 80 bpm. When magnet was applied, there was no observed pacemaker output. One week later, the patient was seen in the physician's office, the device could not be interrogated and there was no output with magnet application. The loss of output did not affect the patient as she stated she felt fine.